Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was submerged in water. Customer¿s blood glucose (bg) level was "above 400 md/dl", although a specific value was not given. A manual injection was administered to address elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.